Manufacturer narrative:
Device evaluation: the distal tip was slightly flared and damaged. The stent was positioned on the balloon between the marker bands as per specifications. There was no damage evident to the stent. The device does not seem to have been used within the patient; no blood present between balloon folds or residue in the inflation lumen to show that the device was prepped. There was a break present on the hypotube of the resolute integrity device, the break site occurred at 64.5cm distal to the strain relief. The distal and proximal edges of the break were jagged and uneven. There were several kinks present on the hypotube of the device, proximal and distal to the break site. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity stent. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The target lesion in the mid cx exhibited moderate tortuosity and a little calcification. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that under fluoroscopy, it appeared as though the distal edges of the stent flared going around a bend. The stent looked bent. No patient injury reported.